Event description:
The patient contacted animas on (B)(6) 2012 alleging that the pump had been shutting off and turning back on for the past two weeks. The patient confirmed that the battery cap tightened securely and looked normal. The patient stated the battery cap was replaced in (B)(6) 2012. The patient denied damage to the pump, the battery compartment and battery cap. The patient stated a new battery was not available to try in the pump during troubleshooting with customer support. The patient stated that he will order a new battery cap to try on the pump to see if this resolves the power loss issue and would not be returning the pump to animas at the time of this report. There were no reported adverse events associated with this complaint. This complaint is being reported because the allegation of power loss remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/13/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed multiple power on resets. No damage was found to the returned battery cap or the battery compartment. The battery cap was found to secure tightly to the pump with no visible yellow o ring. The pump was exercised for 24 hours with the battery cap with no power issues noted. No battery cap connection defects were noted. The battery cap contact height and width were found to meet specifications. The reported complaint was verified in pump history but not duplicated during investigation. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Also unrelated to the complaint, a review of the black box history indicated a time and date reset. The bt1 internal battery was found to be defective. Also unrelated to the complaint, a component was found to be detached from the printed circuit board (pcb).